Event description:
This complaint is from a literature source: fukase y, watanabe k, takeda k, okubo t, suzuki s, tsuji o, nagoshi n, yagi m, nakamura m. A case of early onset scoliosis with trisomy 1q and monosomy 21q. Spine surg relat res. 2024 aug 6;8(6):654-658. Doi: 10.22603/ssrr.2024-0099. Pmid: 39659376; pmcid: pmc11625721. Objective/methods/study data: this case report describes the world¿s first case of scoliosis in a patient with trisomy 1 and monosomy 21 genetic mutations, who was surgically treated using a vertical expandable prosthetic titanium rib (veptr) and posterior correction and fusion. This study present 8 years old female with the chief complaint of trunk deformity. At the age of 3 years, she was diagnosed with left ureteral stricture and right vesicoureteral reflux following a urinary tract infection. Subsequently, a growth-friendly surgery using veptr was initiated. Follow-up was unknown. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes, vertical expandable prosthetic titanium rib (veptr) adverse event(s) and provided interventions possibly associated with unk - constructs: veptr (qty 1 ). (N=1) an 8 years old female had a surgical site infection, requires partial implant removal, vacuum-assisted closure therapy, and debridement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.